Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number(B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: during the evaluation of the sample it was observed to be ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinckles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Possible causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 6665270, and no non-conformances related to the reported complaint were identified. According to the information provided, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. Also, it has been concluded that rupture is a known complication associated with these devices as stated in the instructions for use. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Reason for device explant and/or reoperation: grade IV capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with two 350cc mentor memorygel breast implants and was presented with right side rupture, and bilateral capsular contracture; baker grade IV. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3506004bc; serial number (B)(4) on the right side, and with catalog number 3506004bc; serial number (B)(4) on the left side. This report is for the right prosthesis.